Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to duplicate issues with the caster on the patient side cart (psc). Fse replaced the caster and performed system verification. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The root cause is attributed to a defective caster.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the patient side cart (psc) could only be driven forwards and backwards but could not turn. The customer suspected the back wheel was not functioning properly. The customer swapped out the psc from another system to complete the case. No known impact or patient consequence was reported.